Event description:
It was reported that the device was discovered broken upon opening. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and testing was performed. Visual inspection found the joint between the 3-way connector and the single port cover is broken on both units, thus, the failure mode reported is confirmed. The root cause of the reported issue was found to be due to excessive and improper handling of the product during manufacturing process. A notification was performed to the production personnel as an awareness for the failure mode reported by the customer by the quality engineer.